Event description:
Caller reported that a malfunction occurred on the pump. Impact on blood glucose level was not confirmed, as the caller declined to answer. Technical support decided to replace the pump, instructing the caller on steps to put it into storage mode and return it to tandem, while using multiple daily injections as a backup therapy. Replacement pump was sent by technical support.